Event description:
In the american journal of critical care online, a published article referenced a reynolds and van haren study that reported a case of a (B)(6) man. The patient was originally admitted to the ICU because of sepsis and endocarditis and had a number of bleeding episodes that first began 5 days after insertion of a flexi-seal device. The patient was taking heparin and was being treated with hemodialysis. Endoscopy revealed a mucosal ulcer in the distal part of the rectum 10 cm from the anal verge. The patient was treated with cauterization of the lesion, local injection of epinephrine, and suture ligation. He also received a total of 23 units of prbcs and 8 units of ffp.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific third manufacturing site, thus both potential manufacturing site numbers are listed below. (B)(4).